Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6 & h10. The hakim valve (ID 823184) was returned for evaluation. Device history record (DHR)- the product code 82-3184 with lot 6366268, conformed to the specifications when released to stock. Failure analysis: the position of the cam when valve was received was on setting 70 mmh2o. The valve was visually inspected; no defect was noted. The valve was hydrated. The valve passed the test for programming, occlusion, leaks, reflux and pressure. The valve functions. Root cause- no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. However, the possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports. Other mfg report number: 3013886523-2023-00243. A facility reported a hakim valve (ID 823184) and a bactiseal ventricular catheter (ID 23073) were implanted via ventricular peritoneal (vp) shunt on (B)(6) 2023. On (B)(6) 2023 the valve appeared to be occluded while the proximal catheter has a visible flow; therefore, the valve and catheter were removed and replaced on (B)(6) 2023. According to information provided, there was no known issue with the catheter however, the ventricular catheter was replaced. It is also unknown if the patient experienced any signs and symptoms due to valve malfunction.